Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A search of the depuy synthes (nc) quality system found no nc¿s associated with this product/lot (product code: 151314060, lot - d25031659) combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a search of the depuy synthes (nc) quality system found no nc¿s associated with this product/lot (product code: 151314060, lot - d25031659) combination. Added: d10 concomitant.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient presents with infection post spacer. However, patient now presents with a fungal infection. All components performed as expected and were well fixed, however had to be removed to treat this new finding. All components were successfully removed, and after a thorough debridement, the bone was prepared for new components. During debridement, a vessel was perforated due to scar tissue and was repaired operatively. The surgeon stated this to be a common occurrence due to the location of debridement anatomically and was expected and prepared for. This resulted in a short delay while the repair took place. New components were placed uneventfully for a new spacer, along with placement of antibiotic beads, antifungal beads and high dose antibiotic cement. Doi: (B)(6) 2025. Dor: (B)(6) 2026. Affected side: right knee.